Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010; 5024m-58 lead, implanted: (B)(6) 1995; 5524m-53 lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the charge circuit was inactive, with patient alerts triggered for charge time greater than 30 seconds and for charge circuit timeout, with the device noted to be at elective replacement indicator (eri). A patient alert also triggered for undefined high superior vena cava (svc) defibrillation coil impedance. It was reported that the patient stated that the device had been inactive for years. Follow-up with the physician's office did not yield any additional relevant information. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported that "one of my leads is bad from my defibrillator. They actually turned off my device. It was giving off a higher resistance number."